Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient became infected on the left tha. Surgeon removed stem, head, cup and liner. Cup and liner are competitors product. Surgeon place hip prostalac. No surgical delay. Doi: (B)(6) 2012; dor: (B)(6) 2021; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: as no other reports of any kind were identified over the previous five year period it is reasonable there was no error in the sterile processing, manufacturing or material regarding this product/lot combination that would be a contributing factor in the reported infection. A manufacturing records evaluation (mre) was not performed. Corrected: d3, g1.